Event description:
The customer reported the system displayed an iris pot error and would not allow fluoroscopic x-ray to be produced. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The collimator was cleaned during the service call. The system was tested and found to be working as intended and put back into service.